Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6), female patient the device inappropriately reboot power continuously.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was observed during review of the activity logs. However, the reported problem could not be duplicated. The multi-function connector was replaced as a precaution and the device was recertified and returned to the customer.